Event description:
Additional information received stating that the lens was improperly placed in the lens case and it was noticed upon opening.

Manufacturer narrative:
Additional information has been provided in b.2., b.5., h.6. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury/malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during intraocular lens implantation surgery, the physician noticed, one of the haptics had its position inverted due to probable improper placement in the cartridge. They tried to reposition and realign the haptic, but it did not succeed, hence an another lens has been used to complete the surgery. There was no patient harm.